Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, users were not able to see the patient information the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were not able to see the patient information. A technical support specialist (tss) reported that the task involved verifying synchronization and device status. The tss dialed into the enterprise server to confirm that synchronization was current for all listed devices and noted that no errors were displayed. It was observed that the devices were no longer placed on communication override. The tss collaborated with the key personnel and the admission, discharge, and transfer team to identify the root cause. Patient messages were confirmed to have crossed from the pyxis system, and the order in question had not appeared on one device for nearly an hour. Messages from the admission, discharge, and transfer system were successfully processed by pyxis. The next step was to check station communication when the nurse could not see the order, but this could not be confirmed because the station was in use. Event logs were reviewed for the entire day, and no errors were found. The tss also verified that messages sent by the admission, discharge, and transfer system were processed successfully by pyxis. The customer requested a log review for a specific device at a later time, and arrangements were made to assign an available agent to monitor communication outside working hours. The customer acknowledged this plan. The system functioned as intended after the technical support specialist troubleshot the device.